Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been finalized. The unit was investigated on-site by our field service engineer, the investigation revealed that the pc (printed circuit) monitoring board was faulty. After the replacement of the pc monitoring board, the device could pass all function and safety tests. The ventilator was released back for clinical use. The review of the returned log files could confirm the reported failure during pre-use test. The returned pc monitoring board was mounted into a test ventilator for simulated use testing. The same sub-test failure could be reproduced. Simulated ventilation on a test lung did however not generate any errors. The visual inspection could establish traces of flux residues, and the electrical measurement indicated a component failure. The reported error was due to a component failure. The generated error caused a measuring error during pre-use check but did not affect ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).